Manufacturer narrative:
Product analysis the full lead was returned and analyzed, and no anomalies were found. The analyst noted that the helix could be extended/retracted. Helix extension and retraction turns within specification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had high thresholds. The pace/sense portion of the lead was capped and replaced. During implant of the replacement right atrial (ra) pacing lead, the helix would not extend. The lead was attempted but not used. It was also indicated the patient already had a pacing lead implanted. No patient complications have been reported as a result of this event.